Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later explanted and replaced with a same model lens of a different power. Cause of the event was reported as unknown. The problem was resolved. There are multiple medical device reports associated with this patient. This is report 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Claim (B)(4). See claim (B)(4) for fellow eye.

Manufacturer narrative:
D9 14-apr-2025. E1 - (B)(6). E2 - yes. E3 - health professional. H3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic bent. Dimensional inspection found the returned lens did meet original values measured at the time of manufacturing. Functional inspection found the lens to be in within original parameters. Claim (B)(4)